Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.00x48mm xience xpedition stent delivery system (sds) was advanced and when attempting to cross the lesion resistance was noted with the anatomy and the proximal shaft kinked. The sds was removed without resistance and the proximal to mid shaft separated outside of the patient anatomy. Another 3.00x48mm xience xpedition stent was successfully implanted to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.